Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review, there were no documented issues and concerns in the manufacturing and inspection processes which may cause damage to the lens. Physician report indicates that the complaint issue was due to user error, specifically loading error by the surgical technician. Per medical review: reportedly, intraoperative lens removal/exchange was performed to address optic tear during insertion. No reported incision enlargement or any other tissue damate. Another lens of same model was successfully implanted. According to the report from the facility, dated on (B)(6) 2015, the cause of the event was user error by technician during loading. The same report stated that there was no patient injury. (B)(4).

Manufacturer narrative:
Diopter: +17.00. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn in half. Tears on optic. Piece of optic is torn off and missing. Lens was returned in liquid. Conclusions : based on the complaint history and work order search, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a +17.00 diopter collamer three piece lens in patient's right eye. The lens was damaged during insertion into the eye. Optic torn. The lens was cut of the eye with no patient injury. Replaced with the same type of lens. The issue was tech loading error.